Event description:
A customer reported a malfunction on their pump, identified by malfunction code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in the reset process, and confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue reappears.